Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user loaded a clip to an applier and took it to the surgical field, he/she found that the clip was broken. He/she removed the clip and loaded another clip, however, the same issue occurred. Therefore, a new package was opened to complete the operation. No clip fell/remained in the patient.